Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a small volume intermate device. This observation was made after compounding the device with an unspecified amount of vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured october 04, 2013 to october 05, 2013. The device was received for evaluation. Visual inspection was performed and identified white floating particulate matter in the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.